Event description:
This is submitted to report that the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, resulting in increased mitral regurgitation requiring an additional mitraclip procedure for treatment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015 to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted on the mitral valve leaflets and the mr was reduced to grade 1. The patient experienced high blood pressure greater than 180 for a significant period of time after the procedure. On (B)(6) 2015, it was found that the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). The mr had increased to grade 4. An additional mitraclip procedure was performed on (B)(6) 2015, for treatment of the slda. One clip was implanted and the mr was reduced from grade 4 to 2. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, slda leading to incomplete coaptation may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, it is possible that suboptimal grasping resulted in the slda; however, a definitive cause could not be determined. A definitive cause for the reported slda cannot be determined; however, there does not appear to be any evidence of a quality deficiency associated with this device. The patient effects of worsening mitral regurgitation (mr) and hypertension are listed in the mitraclip system electronic instructions for use (IFU) as known possible complications associated with mitraclip procedures. In this case, the increased mr was likely a result of the slda clip, as the clip can no longer coapt to regulate the blood flow. Additionally, the hypertension is likely a secondary effect of the increased mr. Based on the information reported, the increased mr and hypertension are associated with procedural conditions. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint-handling database identified no other incidents for the reported lot for the reported single leaflet device attachment (slda). Based on the information reviewed, there is no indication of a product deficiency.